Manufacturer narrative:
System logs and patient database were collected and provided to the customer. Mindray performed a review noting multiple alarm during the reported time, no issues with system performance were observed.

Event description:
It was reported that on (B)(6) 2022 at 7:26 am a patient expired while being monitored on a tm80 telepack (serial number (B)(4)) in use with the benevision monitoring system. No malfunction of the systems is alleged by the customer, rather, the customer requested a list of alarms generated around the reported time.